Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin reaction cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 42-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2026. On (B)(6) 2026, the patient informed novocure that his skin issues had worsened. The patient noted that he possibly had an allergic reaction to the array hydrogel, as the red patches on his head were array-shaped. To cope with itching the patient started changing arrays daily and was reportedly taking hydrocortisone ointment, as well as antihistamines. Later, it was clarified that the patient was prescribed fexofenadine (180 mg, 2-3 times daily), dimetindene drops, cortisone cream, antibiotic aftershave cream and antibacterial soap. The patient's prescribing physician was contacted but replied with no further information.